Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is possible that the patient anatomy resulted in the reported difficult grasping; however, this cannot be confirmed. Additionally, a conclusive cause for the reported tissue damage, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted. The second clip delivery system (cds 90213u261) was advanced to the mitral valve. After several grasping attempts, the clip was implanted, reducing the mr to 3+. A laceration was then noted on the anterior leaflet between the two clips. The procedure was aborted at this time with the patient in stable condition. No additional information was provided.